Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unk. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.